Event description:
A caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.